Event description:
During transseptal procedure for left-sided accessory pathway ablation, patient became unresponsive to verbal stimuli. After patient engaged staff verbally it was noted that patient was "clammy" to the touch and his color had become pale. Physician halted ablation procedure at that time and a stat echocardiogram was performed that verified pericardial effusion. Ablation procedure was ended and a pericardiocentesis was performed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The sensor polarity orientation met specifications. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. No anomalies were noted on the eeprom payloads. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.